Manufacturer narrative:
Results:visual inspection of the returned product showed that there was a tear across the optic and a haptic was torn off. There was evidence of both a reddish and a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not retuned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the trailing haptic got stuck in the cartridge during insertion. The lens was removed without any patient injury.